Event description:
A 55-year-old female patient, who had breast implant surgery with mentor medical devices (mentor memoryshape¿ mh 345cc on (B)(6) 2015, experienced a rupture of her left breast implant following a fall. This condition was confirmed through MRI, which also revealed complications such as silicone lymphadenopathy in the left axilla, significant pericapsular fluid around the implant, and bilateral capsular contractures classified as grade IV, along with bilateral local reactions. Consequently, on (B)(6) 2025, the patient underwent a surgical intervention that included bilateral capsulectomies, right-side lateral capsulorrhaphy, bilateral replacements with 200cc high-profile mentor prostheses, and bilateral secondary mastopexies to address these complications. This report specifically pertains to the right side of the patient's treatment.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: h6 health effect - clinical code e2402: chest injury, local reactions, capsular contracture grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).